Event description:
Pt underwent an open reduction/internal fixation of a nonunited fracture of the left clavicle. On 12/30/94, the pt was readmitted for replacement of the plate which had broken. A thicker plate was utilized during the second procedure. Pt had moved and felt a popping sensation in the shoulder a week prior to the 12/30/94 admission.